Manufacturer narrative:
Additional information: d9, h3 plant investigation: a sample was returned to the manufacturer for physical evaluation. The sample was returned without packaging. A separation was identified during disinfection. During visual inspection it was confirmed that the crit-line clip (clic) blood chamber and the din connector were separated. With a microscope solvent could be partially observed in the clic port. No visible damage could be observed but it could be observed that there were sections of the port without solvent. A dimensional test was performed. According to the results, the measures of the port are within specification, however, this test could not be performed to the din connector since it had been manipulated and the test would not yield reliable results. The probable causes of the reported issue could be attributed to improper assembly. A device history record (DHR) review was performed for the involved lot of the product and there were no non-conformances or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results. The reported issue was confirmed through physical evaluation of the returned sample.

Event description:
It was reported to fresenius that a blood leak occurred with the combiset smartech bloodlines. Additional information was obtained during follow-up from a registered nurse (rn). The rn stated the patient was approximately 2 hours into hemodialysis (hd) treatment when blood was visually observed leaking from the circuit. The setup was inspected and it was confirmed that the connections were tight. It was determined that blood was dripping from the bloodlines at the crit-line connection (where the red segment meets the blue segment). The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient did not experience an adverse event or require medical intervention. The patient was restarted on the same 2008t machine and treatment completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a blood leak occurred with the combiset smartech bloodlines. Additional information was obtained during follow-up from a registered nurse (rn). The rn stated the patient was approximately 2 hours into hemodialysis (hd) treatment when blood was visually observed leaking from the circuit. The setup was inspected and it was confirmed that the connections were tight. It was determined that blood was dripping from the bloodlines at the crit-line connection (where the red segment meets the blue segment). The patient¿s blood could not be returned. The patient¿s estimated blood loss (ebl) was approximately 300 ml. The patient did not experience an adverse event or require medical intervention. The patient was restarted on the same 2008t machine and treatment completed successfully with new supplies. The sample is available to be returned to the manufacturer for physical evaluation.